Event description:
The following allegation was reported to davol via (B)(4); add'l info has also been provided by the pt. The pt alleges that in he was implanted with a bard flat mesh in his right groin area during a hernia procedure performed in (B)(6) 2013. The pt alleges that since the hernia repair surgery, he has experienced extreme pain and has been treated with prescription pain medication, as well as nerve injections with the nerves being "burned." The pt reports that he has sought evaluations from his pcp, urologist and pain specialist and that they indicate the pain is related to the hernia repair; although, he reports that several imaging studies have revealed no problems. The pt reports that he returned to his implanting surgeon for follow up, but she did not comment on the mesh and its relationship to the pain. The pt alleged the pain has not resolved, even after multiple attempts to treat the pain. The pt reports that he has not had any other surgeries or conditions that may cause or contribute to the pain he is experiencing.

Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A review of the mfg records shows that the lot was manufactured to spec. As reported no surgical intervention has taken place. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.